Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 31dec2018. The customer troubleshot with technical support. The customer found that the alternate current cord was not fully seated. The customer tightened the cord clamp and the issue was addressed.

Event description:
It was reported that the ventilator would only operate on battery power. No patient harm reported. The event date was not specified; estimate used.